Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogating the pulse generator, a diagnostics anomaly was observed. After clearing the elective replacement indicator alert, normal device function resumed.